Manufacturer narrative:
Batch review performed on 08 apr 2026 stem: quadra-p collared 01.12.182 quadra-p collared lat. Size2, lot 2512602 (k192827): (B)(4) items manufactured and released on 03-nov-2025. Expiration date: 2030-oct-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s, lot 2528818 (k112115): (B)(4) items manufactured and released on 21-nov-2025. Expiration date: 2030-nov-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.150dht acetabular shell d 50 two-holes t, lot 2519643 (k230011): (B)(4) items manufactured and released on 08-oct-2025. Expiration date: 2030-sep-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner d 36/e, lot 2521300 (k103721): (B)(4) items manufactured and released on 02-oct-2025. Expiration date: 2030-sep-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after 21 days from primary surgery and the cause is unknown. The surgeon performed a washout and revised all hip components to antibiotic spacers for a stage one revision. The surgery was completed successfully.